Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-07-31, UDI #: (B)(4). Mfg date: 2017-07-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced critical battery alarms as a result of power switching between batteries charged greater than or equal to 25 percent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: it was reported that the patient experienced critical battery alarms and power switching. Two batteries ((B)(4)) were not returned for evaluation. A review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller, (B)(4), in use during the event date contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4). Additionally, three critical battery alarms due to communication errors were recorded involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, medical device: battery / (B)(4) / model #: 1650de / expiration date: 2018-07-31, UDI #: (B)(4). Device available for evaluation: no. Device mfg date: 2017-07-31. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Corrections: b3, b5, d4, d11, e1, e4, h10. Product event summary: two (2) batteries (B)(6) were not returned for evaluation. The controller was returned for evaluation. A review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the event date contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal premature power switching events. Three (3) critical battery alarms due to communication errors were recorded involving (B)(6). Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. As a result, the reported critical battery alarm and communication error events were confirmed; however, the reported power switching could not be confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two batteries ((B)(4)) were not returned for evaluation. The controller ((B)(4)) was returned for evaluation. A review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller, (B)(4), in use during the event date contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal premature power switching events. Additionally, three critical battery alarms due to communication errors were recorded involving (B)(4). As a result, the reported critical battery alarm event was confirmed; however, the reported power switching could not be confirmed. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller passed visual inspection and passed functional testing. Heartware ventricular assist system ¿ controller 2.0 controller / (B)(4)/ model #: 1420 / expiration date: 2018-07-31 UDI #: (B)(4) yes, return date: 2018-03-06 mfg date: 2017-07-31 (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information - a controller was added to this event. Brand name: heartware ventricular assist system ¿ controller 2.0, controller / con308448, model #: 1420, expiration date: 2018-07-31 UDI #: (B)(4). Concomitant medical products: no. Mfg date: 2017-07-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced critical battery alarms as a result of power switching between batteries charged greater than or equal to 25 percent "all on port 1" of the controller. No patient complications have been reported as a result of this event.